Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went into backup mode following a MRI scan. While in backup mode, device therapies were off and not available. No intervention was performed and patient was stable.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went into backup mode following a MRI scan. The device was not MRI compatible and had no MRI settings. While in backup mode, device therapies were off and locked at vvi. The device was successfully reprogrammed. The patient was stable.

Manufacturer narrative:
Correction to b5 and h6 to reflect intervention.